Event description:
It was reported that an error occurred during the start up phase of the programmer. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the error was able to be cleared after servicing. Also, the software was reimaged and reloaded. It was also noted that the electrocardiogram (ECG) connector was out of mechanical specification and the audio loop test was out of specification. (B)(4).